Event description:
The customer reported via phone call that the insulin pump alarmed button error and buttons were unresponsive. The customer stated that she got wet on a school trip. Customer's blood glucose at the time of the event was unknown and customer's blood glucose was 170 mg/dl. The customer was advised to have her parents call and the father called back. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked belt clip slot, cracked display window corners and minor scratches on the display window.